Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 224 mg/dl, 129 mg/dl, 346 mg/dl, and 114 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.